Event description:
It was reported that the patient underwent a trial due to experiencing ineffective therapy in their original pain pattern, surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: a000039947.

Event description:
Additional information was received stating both leads were experiencing ineffective therapy. Surgical intervention took place where the scs system was explanted and a drg system implanted to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.